Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead dislodgement as this rv lead and together with the guiding wire were pulled out secondary to cutting of the valve section was stiff and became snagged. This rv lead was replaced with the same mode and not implanted. No adverse patient effects were reported.